Event description:
Prostheses were implanted (B)(6) 2014 in the c5-c7 disc spaces. On (B)(6) 2014 report was received that the device was determined via radiograph to have migrated anteriorly sufficiently to require removal of the device on (B)(6) 2014. No injury is known to have occurred.

Manufacturer narrative:
(B)(4). The reported event has been confirmed via radiograph. The prostheses were implanted at the c5-7 spine levels. Pt history is positive for smoking. The prostheses were removed and replaced by a two-level acdf. No root cause has been identified; product has not been returned to nuvasive for analysis. DHR review for the lot indicates all specifications have been met. Labeling review: risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..." "The pcm cervical disc is indicated for use in skeletally mature pts for reconstruction of a degenerated cervical disc at one level from c3-c4 to c6-c7 following single-level discectomy..."